Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing during the implant procedure. Noise could not be reproduced, and all measurements were within normal range. It is believed that the oversensing episode was caused by air bubbles. There were no adverse patient effects reported.